Manufacturer narrative:
The monitor and electrode belt have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 03/27/2020, belt: 08/16/2021.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away in the hospital on the morning of (B)(6) 2021. It was reported that the patient was treated by the lifevest on (B)(6) 2021. Hospital staff removed the lifevest and the patient passed away the next morning. Review of the patient's download data indicates the patient received one external defibrillation and one inappropriate shock in response to double counting and motion artifact on the date of passing. The device was started up at 11:41:44 on (B)(6) 2021. The patient was in sinus rhythm at 80 bpm with motion artifact between 12:01:26 and 14:36:02. The device was shut down at 14:36:12 and started back up at 14:41:25. The patient was in sinus rhythm at 90 bpm with motion artifact at 16:18:17. The patient received an external defibrillation at 17:38:39. The patient's rhythm at the time of the shock and post-shock rhythm were sinus rhythm at 90 bpm with motion artifact. The device was shut down again at 19:59:53 before being started up at 20:00:51. The patient was in sinus rhythm from 80 to 90 bpm with motion artifact and low amplitude cardiac signal between 21:08:11 and the inappropriate shock at 21:11:09. The patient's rhythm at the time of the shock was sinus rhythm at 80 bpm with motion artifact and low amplitude cardiac signal. The patient's post-shock rhythm was sinus rhythm at 90 bpm with motion artifact and low amplitude cardiac signal. The device was shutdown at 21:11:40 on (B)(6) 2021. The patient passed away in the hospital the next morning.